Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-1306. It was reported the pt had never received good relief from the system. The pt declined reprogramming. An sjm rep reported the pt had informed her physician she had an undiagnosed seizure disorder and needed an MRI. The pt's ipg was explanted and the lead was left. Due to her condition, she is requesting the lead to also be removed for an MRI. Her neurosurgeon has recommended against removing the lead as it is scared in and might be risky to remove. It was recommended she review her concerns with her current neurosurgeon and to explore a second opinion on removing the lead.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.